Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested by cloudy effluent, abdominal pain, and a fever. The patient was not hospitalized for the peritonitis. The patient was treated with cefazolin (1 gram daily, intraperitoneally (ip)) and tazicef (1 gram daily, ip) for the event. The patient had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g16089 and 13h30088 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).